Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced pain due to eroded mesh, erosion of internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with laparoscopic bilateral salpingo-oophorectomy.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted, due to sui and pop. It was reported that following insertion the patient experienced infection, recurrence, dyspareunia and other. It was reported that patient underwent a revision of vaginal graft, colporrhaphy and cystoscopy on (B)(6) 2010 due to exposed vaginal mesh. It was reported that patient underwent a mesh revision and a complete hysterectomy on (B)(6) 2013 due to recurrence. No additional information was provided.